Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer did not open which caused the user to unable to issue medication. A technical support specialist (tss) remoted in and found that all zones were disabled. The tss enabled all zones and confirmed that the user was able to issue the medication oxy 5 mg for the patient. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the drawer failed to open and the user was unable to issue oxy 5mg for patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.